Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02330. The pt under went surgery for a permanent scs system. It was reported the lead had invalid impedance readings on multiple lead contacts during intraoperative testing. The physician removed and replaced the lead but the impedance issue persisted. A different model lead was used during the third attempt and the procedure was completed.

Manufacturer narrative:
Evaluation, results: the claim about: "invalid impedances" could not be confirmed. The lamitrode leads were returned in good condition. No physical or functional anomalies were observed. The leads passed all functional testes. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.